Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection identified that the door latch roller and door shim were damaged. The door latch roller and door shim were replaced to fix the malfunction. The pump passed all tests and was returned to good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a broken door latch and door shim. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.